Event description:
End user customer reported to place of purchase (pharmacy): while moving out of their mold infested apartment customer donned the secure guard mask and immediately had swelling to their mouth and face and had difficulty breathing. End user was seen and released.